Event description:
It was reported that the patient presented in the clinic. It was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.